Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) was making a beeping alert sound because the batteries were no longer holding a charge. The batteries were replaced and the issue was resolved. The replaced batteries were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the mobile view station (mvs) was making an audible alert sound. There was no patient present when this issue was identified.